Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's reported via phone call that she had high blood glucose all day and that her readings exceeded 400 mg/dl. The customer stated that she was prescribed steroids as a result of a herniated disk, and though her doctor warned her that her blood glucose would increase she did not expect levels in the 400 mg/dl range. The patient's blood glucose at the time of call was 450 mg/dl. No symptoms of hyperglycemia were mentioned, but her boluses seemed ineffective since her blood glucose kept rising. Troubleshooting was initiated to inspect the pump. Two large air bubbles were found in the tubing of her infusion set. The prime process was performed in order to remove the bubbles. Afterward a high pressure test occurred and the pump failed the first time, then passed the second time at 5.2 units. The customer was advised to change her entire set and insulin and resume treatment. The insulin pump was not returned or replaced, and two infusion sets were shipped to the customer.